Manufacturer narrative:
Investigation: visual inspection revealed that tip of the cold jaw silicone boot was peeling. The jaws had no signs of usage. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "power stopped" could not be confirmed. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro jaw boot peeled. A new kit was then used to complete the procedure. There were no pt effects. The product was returned.